Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the device was slipping. There was no pt injury. Requested add'l info from the facility.